Event description:
The caller reported experiencing multiple alarms, including alarm 2 and alarm 26, related to occlusion events. The customer's blood glucose level was impacted, with the continuous glucose monitor displaying "high." The customer addressed the high blood glucose by administering a correction bolus through the pump and changing the infusion set and cartridge to resume insulin. There was no requirement for third-party assistance.